Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/21/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological revision procedure on an unknown date and the mesh was implanted. The patient experienced exposure on the left side and the exposed mesh was removed. The remaining tape was also removed. No further information is available.